Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank solid white display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and moisture damage on the [pcba 1, j7 connector / pcba 2 / force sensor / motor / harness assembly vibrator].¿unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, detached retainer ring, missing o-ring(reservoir tube), cracked case(battery tube), and cracked case-corner of belt clip rails. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1, j7 connector]. Moisture exposure confirmed on the [pcba 1, j7 connector / pcba 2 / force sensor / motor / harness assembly vibrator]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank solid white display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and moisture damage on the [pcba 1, j7 connector / pcba 2 / force sensor / motor / harness assembly vibrator].¿unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, detached retainer ring, missing o-ring(reservoir tube), cracked case(battery tube), and cracked case-corner of belt clip rails. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1, j7 connector]. Moisture exposure confirmed on the [pcba 1, j7 connector / pcba 2 / force sensor / motor / harness assembly vibrator]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not turning on. The customer¿s blood glucose level was 263 mg/dl at the time of the incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer¿s father confirmed that the insulin pump was not bumped, dropped or exposed to moisture. Father stated that screen had moisture inside of it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.